Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event, resulting in medical intervention. Patient reported that dexcom continuous glucose monitor (cgm) did not alert him of the low. At the time of contact, patient was in the hospital. No additional event or patient information is available. No product or data was provided for investigation. The reported event cannot be confirmed. The root cause cannot be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia.